Event description:
A patient's mother reported a possible cardiac interaction as the patient's hands were turning ice cold and blue at the end of the day. The gp mentioned reynauds and the np indicated that they do not think it's related to vns but wanted to check with the livanova representative. Additional information was provided by the mother that the patient's discoloration happened around the time the last implant that took place in 2017. Generally it is mostly the left hand that is affected but occasionally occurs with her left foot. The mother indicated that this occurs at the end of the day. She also reported that since the 2017 implant, the patient is more out of breath and feels the patient is physically weaker at present. No additional relevant information has been received to date.